Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior mesh repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while pulling the mesh leg through the sacrospinous ligament, the suture capturing device was not capturing the needle . Then, the needle detached from the suture and was lost inside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior mesh repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while pulling the mesh leg through the sacrospinous ligament, the suture capturing device was not capturing the needle . Then, the needle detached from the suture and was lost inside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on september 28, 2016. The correct procedure date is (B)(6) 2016.